Event description:
Related manufacturer report number 1627487-2024-07519. It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Patient's lead had also migrated. In turn, the patient underwent surgical intervention wherein the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.